Manufacturer narrative:
Vyaire medical identification: (B)(4). The customer did not send the physical sample or pictures for investigation so the reported defect was not confirmed. The device record history for the reported lot number was reviewed and no issues were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that suction catheter hub broke off in the middle of the procedure. The customer confirmed that no harm was done to the patient.